Event description:
An optometrist reported pt with dry eyes at seven month lasik post-operative visit. Add'l info has bern requested, this report is for the left eye, an add'l report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Add'l info has been requested. (B)(4).